Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment. Subsequently, the patient was treated with topical steroids (specific date and duration not reported).